Manufacturer narrative:
An event regarding a baseplate that would not properly mount on the baseplate impactor/extractor involving a tri ts baseplate size 4 was reported. The event was not confirmed. Method & results: a visual inspection showed no signs of use or abuse, nor any signs of any abnormalities. A dimensional inspection found the critical dimensions that allow the device to properly mate with the triathlon baseplate impactor/impactor (6541-4-805) to be within specification. During a functional analysis the baseplate was successfully and securely mounted to the impactor/extractor utilizing only 2/3 of the available movement of the locking lever. No patient clinical information was provided as there is no evidence to support the event was related to patient factors. The reported device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events reported for this manufacturing lot. Conclusions: the returned baseplate was dimensionally and functionally inspected to be within specification and functionally tested to perform satisfactorily. The investigation concluded that the exact cause of the event could not be determined because further information such as the return of the baseplate impactor extractor used during the event is needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The baseplate did not properly attach to the silver holding device.

Event description:
The baseplate did not properly attach to the silver holding device.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.